Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation verified the system error 345. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. Customer requested preventive maintenance. Under pm evaluation at a baxter facility system error 345 show on display and repeated several times. There was no patient involvement associated with this event. No additional information is available.